Event description:
It was reported that the patient had discomfort at the implantable pulse generator (ipg) pocket site. According to the physician, the ipg pocket was too superficial, and the physician decided to replace the ipg to prolong battery life and device usage for the patient. The patient underwent a revision surgery. The ipg was replaced and implanted deeper at the same location. There was no patient harm or injury. There was no allegation against the ipg or the functionality of the reactiv8 system. The device was discarded at the facility. Hence, no part was returned for analysis. However, the device history record was reviewed. No nonconformances were found. Following the ipg revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient).

Manufacturer narrative:
Mml # (B)(4). Patient's age and weight are not available due to the UK's general data protection regulation (gdpr).